Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent low glucose readings while ill, including a lowest reported sensor value of 40 mg/dl that was not verified by glucometer, and required significant oral carbohydrates (juice, pop-tarts, and a meal replacement shake) to recover; the user attributed the lows to illness affecting ilet algorithm insulin delivery, and the agent advised monitoring during illness and contacting the healthcare provider after recovery if excess insulin delivery persisted to consider pump setting adjustments or a reset. Symptoms included hypoglycemia with associated dizziness and hot flashes/flushes. Outcomes included an unexpected medical intervention consisting of oral glucose administration. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding the device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.